Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen). Test strip (B)(4). Note: manufacturer contacted customer on 2/27/2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose results. Nurse is calling on behalf of the customer. The customer is concerned with all of the results obtained. The fasting blood glucose test result range is 90 -150 mg/dl. The customer feels well and did report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 05/15/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history. (Time and date not provided) (B)(6). Nurse called in from the endocrinologist on behalf of customer stating that the customer complained to her pharmacist about getting high results. Obtained customer's information from nurse and contacted customer. Customer states that the meter has been giving her high results. She states that she stores the test strips in the kitchen. Advised customer on proper way to store products. Customer states that she had control solutions which was also reading high but could not provide the lot number for the control. Customer was able to provide memory results but could not provide date and time. She could not read them.